Event description:
Patient experienced heartburn and reflux after fill of lapband. Symptoms persisted after removal of saline. Symptoms include inability to process solid foods and vomitting. Placement of band was determined to be appropriate by doctor. Band was removed. Patient had exibited no additional symptoms since removal of band.

Event description:
Pt experienced heartburn and reflux after initial fill of lapband. Symptoms persisted after removal of saline. Symptoms include inability to process solid foods and vomting. Placement of band was determined to be appropriate by doctor. Band was removed. Pt has exhibited no add'l symptoms since removal of band. F/u findings: per health care professional pt could not tolerate band. Band was placed correctly and performed as intended. Band removed at pt's request.